Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle of the suture snapped into three pieces while tying in the vaginal vault. The three knots were intact, and the suture was broken. There was no patient injury.